Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter or test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of 230mg/dl. Customer states that the result is too high for her expected fasting range of 80-89 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 6/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:230mg/dl. Customer called in states that her meter reads e-3. While troubleshooting the customer read 230mg/dl fasting and states it is too high. Customer states the normal fasting range is 80-89mg/dl in the mornings. Customer denies signs and symptoms of high blood sugar and denies the need for medical attention at the time of call.